Event description:
This is a report of a home patient (hp) who was hospitalized due to peritonitis. The peritonitis was due to touch contamination. At the time of this report treatment is unknown. The hp was released from the hospital and was recovering.

Manufacturer narrative:
(B)(4). This complaint for the report of use error-break in aseptic technique is confirmed. The cause was undetermined. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.